Manufacturer narrative:
Reliability analysis inspected 1 opened/used partial sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned opened/used. Analysis was also unable to confirm the needle complaint due to customer return sensor only, no insertion needle.

Event description:
The customer reported via phone call that the sensor cannula broke off inside the body. The customer stated that they had difficulty removing the sensor. The customer's blood glucose was 180 mg/dl at the time of call. The sensor was returned for analysis.